Event description:
It was reported that the patient presented upon receiving high voltage therapy from their implantable cardioverter defibrillator. It was found that the shock was delivered upon incorrectly interpreting supraventricular tachycardia as true ventricular tachycardia (vt). It was noted that the shock had caused the patient to go into true vt, and inadequate therapy was delivered, resulting in the patient going into ventricular fibrillation (vf). The patient had fainted while in vf, and a third shock successfully converted the patient. Programming changes were made. There were no adverse patient consequences.